Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system was not returned. Only the stent implant was returned for evaluation, thus confirming the stent dislodgement. Based on visual analysis of the returned stent and cine review, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: fielder fc, balance heavy weight. Guide cath: jl 3.5 6fr. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional multi-link 8 is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the mid circumflex artery with mild tortuosity and moderate calcification. Pre-dilatation was performed and the 4.0 x 18 mm multi-link 8 stent delivery system (sds) was advanced, but could not cross to the lesion. The sds was removed, and it was observed that the proximal stent struts were flared. It was noted that mild to moderate resistance was felt during removal. A second 4.0 x 18 mm multi-link 8 sds was advanced, but this device did not cross the lesion. During removal, resistance was felt with the vessel again, and the stent dislodged in the proximal circumflex. A snare device was used to retrieve the dislodged stent. A new guide wire was advanced and further dilatation was performed. A 3.5 x 15 mm multi-link 8 sds was advanced and the stent was deployed to treat the lesion successfully. A delay in the procedure was noted due to the need to snare the dislodged stent. No additional information was provided.